Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided by the customer.

Event description:
The customer reported a bulge in the silicone near the distal end of the lower fitment during an IV push. It was reported that the rn removed the set and replaced it with a new set. There was no indication of patient harm. The event occurred on the oncology unit.

Event description:
The customer reported a bulge in the silicone near the distal end of the lower fitment during an IV push. It was reported that the rn removed the set and replaced it with a new set. There was no indication of patient harm. The event occurred on the oncology unit.

Manufacturer narrative:
The customer report of a balloon in the pumping segment of the tubing was confirmed. Visual inspection of the as-received sample identified a 0.72 inch bulge on the silicone segment p/n (B)(4) in the area directly below the upper fitment component. Functional testing showed no anomalies. Pressure testing of the set was performed in which it was observed that the silicone segment area directly below the upper fitment component started to bulge around 10psi. The root cause of the customer's report could not be determined.